Manufacturer narrative:
This MDR report was identified as meeting the criteria of submission to the FDA during a two-year retrospective review of complaints and MDR¿s following the receipt of an FDA untitled letter at our (B)(4) facility. (B)(4). Field service found no loose connections and tested power from the power supply. Field service replaced the front panel. The symptom disappeared. The unit passed all performance verification tests and it meets all factory specifications. Failure analysis lab received a vela front panel and conducted a visual inspection. The front panel was installed to a functional vela unit. The display was powered up in service mode and initialized patient-user displays and red color. A display calibration was performed. The touch display interaction failed and could not be calibrated. Lcd display was substituted with a working lcd display and displayed correct color when powered on. The customer issue was duplicated. The reported lcd degradation was isolated to the lcd display. This reported event considered a known issue addressed with an internal action. The vela front panel was scrapped.

Event description:
Display/monitor malfunction. The touch screen is frozen. Field service is requested. The front panel was flickering on and off as soon as ventilator was turned on.